Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel in the upper arm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at about 20 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel in the upper arm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at about 20 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: mustang 6.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded, which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 24 atmospheres for 30 seconds using digital timer, without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge g19252. This inflation to rate of burst pressure of 24 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The rated burst pressure for this device is 24 atmospheres. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from kinks or damage.